Event description:
On (B)(6) 2012, the pt reported experiencing issues with the down button on her infusion device. She noticed the issue while attempting to bolus. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.